Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient was urinary stress incontinence grade I and grade I cystocele. Procedure: underwent influence transvaginal sling utilizing pelvicol tissue matrix and anterior colporrhaphy under general anesthesia. Complications post implantation: dark blood discharge, double voiding. On (B)(6) 2011-(B)(6) 2011: underwent hysterectomy due to endometriosis in (B)(6) 2011. Had incomplete emptying, worsening groin and sharp bladder pain shooting down her leg, bladder pain caused her the trigger to urinate. Had dysuria, frequency, straining to void, abdominal pain with voiding, bladder, flank, upper and low back pain with female urethral syndrome, pelvalgia, incontinence, retention. Mesh revision with additional implant (suspend fascia lata) surgery: (B)(6) 2014 ¿ underwent urethrolysis and re-sling using suspend fascia lata tissue allograft and anterior colporrhaphy under general anesthesia. Following mesh revision surgery, developed complications such as urinary retention, nocturia, abdominal pain with voiding, low back pain, flank pain, voiding difficulties with dysuria, straining, frequency, bladder pain and cystitis.